Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Please reference: 2026095-2015-00340/15-01103(b), 2026095-2015-00340/15-01103(c) and 2026095-2015-00340/15-01103(d). It was reported by our foreign distributor that there was an incident of pumps that finished 13-17 hours prior to the expected time. It was further described as "the 2 day pumps have fallen below the specified duration massively. The pumps were ready 13 - 17 hours before the scheduled time of application. The 5fu is obtained from fa. Accord. Concentration of 2500 - 6000 mg / pump. The 5fu was dissolved with nacl 0.9%." It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A review of the device history record (DHR) was performed. Results: pump #1 when opening the pinch clamp, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. The tubing was cut a few inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together with a male and female luer. The tubing was cut a few inches distal to the filter and infusion was observed. The tubing was cut 1 inch distal to the glass orifice and infusion was observed. No infusion was observed at the male luer adapter. The male luer adapter was examined and crystalized medication was observed. The male luer adapter was examined under a microscope magnified at 1.6x and confirms that crystalized medication was observed. The sample was placed in a heated incubator at 88 degrees for 48 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source of 15 psi for approximately 1 hour in an attempt to dislodge any remaining particulate matter. A small syringe with warm 0.9% of saline was connected at the proximal end of the glass orifice and no flow was obtained. The sample was unable to be rehabilitated. Conclusion: the investigation summary concludes that no flow was observed for pump #1 due to crystalized medication that impeded flow at the male luer adapter. The sample was unable to be rehabilitated. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00341/15-01103 (b), 2026095-2015-00342/15-01103 (c), and 2026095-2015-00343/15-01103 (d).